Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on three (3) patient samples on a dimension exl 200 integrated chemistry system. Calibration and quality control (qc) were acceptable at the time of patient sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced the reagent 1 (r1) transducer, r1 and reagent 2 (r2) drain fittings, and heterogeneous module (hm) waste tubing, verified that the r1 probe was centered in the cuvette, and ensured the cuvette film height was set correctly with a 3mm gap at the bottom. The cse ran a system check and qc, which recovered acceptably. Then, the cse recalibrated eco2 and ran a precision test, which recovered acceptably. Siemens evaluated the event and determined that mixer which was corrected by replacing r1 transducer potentially contributed to the falsely elevated eco2 results. The instrument is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on three patient samples on the dimension exl 200 integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were reprocessed on the original system. The repeat results recovered lower than the erroneous results and were within the reference range. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.